Manufacturer narrative:
Medical device brand name: bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes. Medical device expiration date: unknown. Initial reporter email:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes, the device experienced glass breakage during use. This event occurred once. The following information was provided by the initial reporter. The customer stated: tube brakes during phlebotomy. The cap and parts of the tube are stuck to the wingset.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for breakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode breakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes, the device experienced glass breakage during use. This event occurred once. The following information was provided by the initial reporter. The customer stated: tube brakes during phlebotomy. The cap and parts of the tube are stuck to the wingset.